Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening. A field service engineer found that the light emitting diode lights at the back of the drawers were checked, and it was found that the bottom right light emitting diode on the module board was not illuminating. The module board was replaced, but the issue persisted. A new controller board was then replaced, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer 11 was not opening and appeared as normal in the populate buttons menu. The customer used the locate feature to open the drawer, it did not open. Additionally, they opened drawer 10 and had them check to see if anything was stuck between the drawers, but they did not see anything. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.